Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer aspheric single piece lens due to the capsule was collapsing and the zonules would not hold the one piece lens. The surgeon stated the capsule bag was intact. The incision was enlarged to remove the lens and an anterior chamber lens was implanted. Four sutures were required to close the incision. The doctor stated the event was pt related and was not lens related. The reporter stated this facility uses a competitor's phaco system.

Manufacturer narrative:
(B) (4): incision sutured - (capsule bag collapse). Eval results (other): a lens work order search was performed and no similar complaints were found within the work order. (B) (4).